Event description:
User reported calcium precision problem with one pt sample. Sample was a serum sample run in a 7.5 ml tube. Initial result gave 7.8 and was auto repeated by the same analyzer giving 7.2 mg per dl. The sample was repeated on a different module at customer site giving 8.1, and was auto repeated giving the same result of 8.1 mg per dl. All results were accompanied by a data flag alerting the user the results were under the repeat limit established by the user facility. User said this was the only sample and test affected. No erroneous results were reported. Pt not adversely affected. The field service rep was unable to determine a cause. He checked the rinse mechanism, gear pump and vacuum pressures, stirrer mechanisms, probe rinsing and alignments, waste valves cleaned (not clogged) and reran the sample in question as a precision study with all results matching previous returns. To verify analyzer performance a precision study was run with results within spec.